Event description:
The balloon burst at 18 atms.

Manufacturer narrative:
The product has not been returned for evaluation and testing. This file is considered closed. Should the product returned at a later date, a follow-up will be submitted for your review.